Event description:
As reported for this event by the customer, during preparation for use the device had an unspecified no communication error indicating no image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection and testing, the device image was found to be okay. There was no communication error duplicated when the device was plugged in the processor. However, the distal end bending section rubber coating (a-rubber) and a-rubber glue was missing. The bending section had multiple broken strands. The device had experienced stress or physical damage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause of the failure is physical stress. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.